Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon was tightly folded, indicating that it had not been inflated. The outer member was stretched at the distal end of the mid lap joint and the material folded over itself. A test indeflator was used to inflate the device. During the inflation attempt, fluid did not advance past the mid lap joint due to the material being folded over. Although a conclusive cause for the damage could not be determined, the stretching at the mid lap joint and proximal balloon seal suggest that the distal end of the catheter was tugged; possibly if difficulty was encountered during removal of the protective sheath. Additionally, the material being folded over at the mid lap joint suggests that after the material was stretched, resistance may have been encountered, possibly with the anatomy or guide catheter causing the material to fold over. It was reported that the rx trek catheter was not submerged in heparinized saline prior to use. It should be noted that the instruction for use (IFU) instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, failing to submerge the balloon prior to use does not appear to have contributed to the reported inflation difficulty. The device was sent for chemical (chem) analysis. Based on this investigation it may be possible that during removal of the protective sheath, the outer member was stretched due to insufficient hydrocoat causing the inflation issue. The returned device analysis confirmed the reported difficulty with inflation. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to difficulty removing the protective sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during a procedure, the 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was delivered but could not be inflated. The device was removed from the anatomy without incident; outside the anatomy the bdc still could not be inflated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep, failure to submerge balloon to activate coating. Evaluation summary: the device was returned and the reported difficulty was confirmed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the rx nc trek catheter was not submerged in heparinized saline prior to use. It should be noted that the device instruction for use (IFU) instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.